Manufacturer narrative:
(B)(4). The customer reported that there was no alarm heard at the central station. The patient expired. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was no alarm heard at the central station. The patient expired.